Event description:
Boston scientific crm received info that this pt fell, however, there were no allegations against the device attributing to the fall. It was noted that after the pt fell, the ventricular lead dislodged. The event and explant dates were not made available to us.